Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed. A non-medtronic service provider reproduced the reported issue.

Event description:
It was reported that during maintenance a ventilator auto trigger activated. There was no patient involvement.